Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connector assembly was broken. Analysis also revealed that the upper case was broken, the lower case was broken, and the main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector was broken and could not lock in the cable. The epg was returned for service. There was no patient involvement.